Manufacturer narrative:
Approximate age of device- 1 year and 4 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted due to ventricular tachycardia along with a pump thrombus and is being monitored. The patient presented with heart failure symptoms that included hematuria, hepatic and liver dysfunction. The patient¿s inr was supratherapeutic at 4.0 due to liver dysfunction. Upon admission, the patient was given bivalirudin drip. No ramp study performed due to the patient not being able to tolerate. The patient¿s plasma free hemoglobin (hgb) was elevated at 28.1 g/dl. An echocardiogram showed a full left ventricle. The manufacturer¿s technical services representative reviewed the submitted log file and reported there were intermittent pulsatile index (pi) events throughout the log file. The graphs show power and flow trending slightly downward with pi trending flat. No other unusual events noted. The pump parameters and values are within normal limits. The patient has been placed on permanent status on the transplant list. The patient was administered persantine in addition to coumadin and aspirin. The patient is scheduled for weekly labs and clinic visits every 2 weeks until transplanted. The hospital is trying to avoid a pump exchange. No additional information provided.

Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. The submitted system controller log file captured pump power ranging between 5.0 and 6.8 w, estimated flow ranging between 3.4 and 6.5 lpm, and average pi ranging between 3.2 and 8.0. The pump appeared to have functioned as intended above the low speed limit with no atypical alarms throughout the duration of the log file. No unusual events were noted in the data. The heartmate ii lvas instructions for use lists device thrombosis, hepatic dysfunction, and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document outlines indications of pump thrombosis, as well as how to respond to such events. This IFU also provides information regarding anticoagulation therapy and the recommended inr range. In addition, this document outlines all pump parameters, including pump power, flow, and pulsatility index (pi). A review of the device history records revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.